Event description:
It was reported that the pt experienced a loss of therapeutic effect following an unrelated medical procedure. The pt was admitted to the hospital for rehabilitation. Add'l info has been requested from the hcp, but was not available as of the date of this report.